Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before use of the by the bd¿ 3 ml bd luer-lok¿ blunt fill needle, there was a white powdery substance / lump was found on the distal end of the needle. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
One opened package containing a 3ml syringe with blunt fill needle attached was received, confirmed to be from batch #8092931 (p/n 305060). Visual evaluation revealed a small white rounded piece of foreign matter larger than level 3 in size attached to the cannula of the needle approximately 1/4 inch from the tip outside the fluid path. The foreign matter appears to be epoxy used in attaching the cannula to the hub during the needle assembly process. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Investigation conclusion: potential root cause for the foreign matter defect is associated with the needle assembly process. No corrective actions are necessary based on the defective rate identified.

Event description:
It was reported that before use of the by the bd 3 ml bd luer-lok blunt fill needle, there was a white powdery substance/lump was found on the distal end of the needle. There was no report of exposure, serious injury or medical intervention.

Event description:
It was reported that before use of the by the bd 3 ml bd luer-lok blunt fill needle, there was a white powdery substance/lump was found on the distal end of the needle. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacture: yes.